Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day, the patient began treatment with vancomycin (2gm, route, frequency and duration not reported) for peritonitis. The following day, the patient began treatment with ceftazidime (1gm, route, frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report the patient outcome was unknown. No additional information is available.